Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed e-field immunity tests though it was noted that it passed all tests with a known good cable and it was being sent on for repair and restock. (B)(4).

Event description:
The programmer was returned with no information and was subsequently found during manufacturer's analysis to have case parts cosmetically damaged and its hard drive at less than 100% health. It was further reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.